Event description:
New information notes that the lead was capped.

Event description:
New information notes that after dft testing, noise and oversensing were observed. Lead to be revised.

Event description:
It was reported that externalized conductors were noted via x-ray. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.